Manufacturer narrative:
The reported event was confirmed based on the functional testing and archive data review of the autopulse platform (sn (B)(4)). The root cause is due to a defective processor board. The archive data was reviewed and contained a system error 139 (unable to hold compression position) error message. Functional testing of the platform during initial power up revealed a system error message on the display screen. It was indicated that the processor board was defective. Upon replacement of the processor board with a known good reference processor board, the platform was further tested and passed all functional testing criteria. The platform operated using a light resuscitation test fixture with continuous compression for 10 minutes without errors and met all required specifications. Additionally, visual inspection of the platform found a missing partition cover and a crack on the screw post. These observations were unrelated to the complaint. The autopulse platform is a reusable device and was manufactured in 03 aug 2004. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device and is unrelated to the reported complaint. Device history record (DHR) was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
It was reported that a system error / revert to manual CPR error message was observed on the autopulse platform (sn (B)(4)) display screen during patient use. According to the information, no functional issue was observed during shift check or during deployment state. The platform operated and performed continuous compression for several minutes and stopped with a system error message on the display screen. The responding team immediately performed manual CPR. The issue was observed when the patient reached the emergency department. No information was provided if the patient achieved a return of spontaneous circulation. No known patient impact or consequence reported. No further information provided.